Event description:
The physician was attempting to deliver the stent to a lesion in the m1 segment of the middle cerebral artery when the stent prematurely deployed in a sub-optimal position within the vessel. The physician experienced friction between the guidewire and the delivery system prior to the event. The physician placed another stent to successfully complete the procedure. The patient was reported to "stable" post procedure.